Event description:
In 2008, the patient reported he attempted to bolus 5 times and each time he rec'd an e4 (occlusion) error. To troubleshoot, the pt was instructed to disconnect from his infusion site and to perform a bolus. He was able to do so without error. He stated that he was using an infusion site in his leg with a 10mm cannula length. He stated that when he removed the infusion site the cannula was slightly bent. Upon follow up on two days later, the pt stated he had no further issues. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. An infusion site insertion device was sent to the pt. The product was replaced and requested to be returned for eval.